Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have multiple indentations/burrs on the teeth at the distal and proximal end of the grip tips. The grips were not found to be bent. Components adjacent to the indented grip tips do not show damage. The complaint regarding damaged serrations was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing it was discovered that the prograsp forceps instrument had damaged serrations. There were no reports of patient injury.